Event description:
A nurse reported that the proximal hud end of a penumbra neuron delivery catheter 070 was broken. The observation was made while opening the package.

Manufacturer narrative:
Device investigation: the catheter shows a break at the beginning of the spiral strain relief in the proximal hypotube and at the distal end of the spiral cut. The broken distal section of the catheter is attached only by the internal support wires. The catheter is non-functional. Conclusion: the complaint stated that the damage was noticed when opening the unit. The unit may have been damaged during packaging, shipping, or when opened at the hospital. However, the damage was clearly visible through the envelope and would have been seen during inspection of the catheter during packaging. In addition, the chipboard box shows some minor crease damage but nothing in the region of the unit damage. Therefore, the unit was most likely damaged when opened at the hospital. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.